Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that plug p17 of cable, designator w01 was not locked into place on connector j17 of the power pcb assembly. After reseating the connector, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.